Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 12.6mm tmicl12.6; -9.50/+1.50/049 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2022 the lens was repositioned but it did not resolve the problem as the lens had rotated vertically. Reportedly, the lens was explanted on an unknown date. Patient was doing well but complained about decreased va. However, "the doctor thinks that this is a surface issue." Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6; -9.50/+1.50/049 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2022 the lens was repositioned but it did not resolve the problem as the lens had rotated vertically. Lens remains implanted.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use: keratoconus. Claim# (B)(4).